Event description:
A complaint was received from a customer that reported a portion of the display is missing segments. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.